Event description:
A peritoneal dialysis (pd) nurse reported that a patient was hospitalized with confirmed coagulase-negative staphylococci peritonitis due to contamination. The patient remained in the hospital as of (B)(6) 2015. The patient had his catheter removed due to chronic, re-occurring peritonitis and transferred treatment modalities to hemodialysis. The pdrn stated that the peritonitis was not product related.

Manufacturer narrative:
Medical records were requested but unavailable from the patient's clinic. Per the patient's pd nurse, the patient's catheter was removed on and he has transferred treatment modalities to hemodialysis. A supplemental report will be submitted upon completion of the plant's investigation.